Event description:
After completing ablation of left superior vein using a biosense webster lasso catheter, physician proceeded to left inferior vein using same lasso catheter. Physician placed lasso catheter in left inferior vein via catheter sheath. The catheter handle was turned clockwise to decrease the size of the lasso catheter to get positioned inside the vein. Once inside the vein, in attempt to get desired positioning, physician continued to manipulate catheter by turning catheter handle clockwise (tightening the lasso loop) and counterclockwise (widening the lasso loop). After several attempts to get to desired catheter positioning, the catheter became "torqued". The physician then attempted to get the catheter "untorqued" by manipulating the catheter. However, the lasso catheter became twisted into what appeared to be a knot at the tip. At this point, the physician became concerned that the catheter would not be able to be pulled back and removed through the sheath without potentially harming the pt. The physician made the decision to take the pt to the operating room on (B)(6) 2011 so the cardiovascular surgeon could assist with removal of the catheter. The catheter was removed in surgery the same day without incident. Note: this was a brand new catheter; it had not been reprocessed.